Manufacturer narrative:
Failure analysis revealed that the insulin pump was unable to prime during the prime test as a result of a loose drive support disk. Unable to confirm the alarm. The device had cracked case at the display window and cracked tube threads.

Event description:
It was reported that the customer's insulin pump alarmed during the manual prime process. Advised the caller that the insulin pump would be replaced. No further information was provided.